Event description:
It was reported that a home patient (hp) was diagnosed with peritonitis manifested by difficulty draining and cloudy effluent. The cause of peritonitis was break in aseptic technique. The hp was treated with gentamycin (80mg per bag, frequency not reported) and unasyn (750mg, bid for 1 week, route not reported). On an unreported date, the dose of unasyn was changed to 325mg twice daily. The hp was retrained on proper aseptic technique and had recovered. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.